Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with extraneal viaflex therapy for chronic renal failure. During a call with baxter (B)(6) technical service center, the consumer stated that on an unreported date, the patient experienced peritonitis and was hospitalized. Treatment information, action taken with extraneal therapy and the outcome for the event were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.